Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post injection the patient experienced severe burning with tingling at the injection site. Hyaluronidase was injected and the patient was hospitalized and treated with morphine. The patient developed edema, right hemithorax and erythema as well as a hematoma. Tulle gras was prescribed for the patient. The patient reports burns to the right hemithorax. The device was removed. The patient¿s current status is unknown at this time.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one ti lp powerport slim with 6 fr s/l chronoflex polyurethane catheter was returned for evaluation. The distal segment of the catheter was returned, as identified by its tapered tip. As received, the catheter segment and catheter lock were attached to the port stem of the returned port body. The sample was received with blood and fluid residue throughout. The entirety of the sample was patent to infusion as well as aspiration and no leaks were observed. Wear was noted to the depth markers on the entirety of the catheter. Under magnification, scoring was noted on the catheter lock consistent with tool damage. No damage was noted to the catheter. Based on functional testing of the sample received, the investigation is unconfirmed for the reported leak as the returned, assembled device was able to infuse and aspirate successfully with no leaks observed. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that post injection the patient experienced severe burning with tingling at the injection site. Hyaluronidase was injected and the patient was hospitalized and treated with morphine. The patient developed edema, right hemithorax and erythema as well as a hematoma. Tulle gras was prescribed for the patient. The patient reports burns to the right hemithorax. The device was removed. The patient¿s current status is unknown at this time.